Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that an unspecified bd max zero was leaking during infusion. The following information was provided by the initial reporter: we were notified today of a couple of in-patient units having instances of excessive leaking during chemo and veletri administrations when connecting to max zero and max plus connectors. Multiple instances have occurred although we were just notified of this issue. No issues during hand flushing, only during infusions. In the most recent instance, the leaking disrupted a patient's medication administration and adverse events followed for the patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd max zero was leaking during infusion. The following information was provided by the initial reporter: we were notified today of a couple of in-patient units having instances of excessive leaking during chemo and veletri administrations when connecting to max zero and max plus connectors. Multiple instances have occurred although we were just notified of this issue. No issues during hand flushing, only during infusions. In the most recent instance, the leaking disrupted a patient's medication administration and adverse events followed for the patient.